Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Concomitant medical products: baxter 100ml IV bag of nacl; baxter 250ml IV bag of nacl, therapy date unk. The customer¿s report of back flow was not confirmed. The primary and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed; no air bubbles or fluid were observed going into the primary bag. Disassembly of the check valve resulted in normal findings. The root cause of the reported event was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary of an unspecified medication flowed into the primary infusion of normal saline. The bags and tubing were replaced and the infusion was completed without incident. There is no report of patient harm; additional event information has not been made available.